Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient presented for a six-week follow-up appointment post-implantation, and the physician observed that this pacemaker's remaining longevity had decreased to 2.5 years. Additionally, the newly implanted right atrial (ra) lead had also dislodged from the implant location. The physician suspected premature battery depletion, and an emergent replacement procedure was performed. This pacemaker was subsequently explanted and replaced. During the procedure, the ra lead was also surgically repositioned to resolve the event. No additional adverse patient effects were reported. The pacemaker has been received for analysis and the ra lead remains implanted.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient presented for a six-week follow-up appointment post-implantation, and the physician observed that this pacemaker's remaining longevity had decreased to 2.5 years. Additionally, the newly implanted right atrial (ra) lead had also dislodged from the implant location. The physician suspected premature battery depletion, and an emergent replacement procedure was performed. This pacemaker was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device case and header identified no anomalies. The device was interrogated, and a download of the device's diagnostic data was completed. Review of the device's data revealed a higher-than-expected power consumption with intermittent increases indicative of a high current drain. Additional testing was completed that identified an anomaly in an oxide layer within the right ventricular pacing switch of a custom integrated circuit component. This anomaly resulted in a high current drain leading to accelerated battery depletion.

Event description:
It was reported that this patient presented for a six-week follow-up appointment post-implantation, and the physician observed that this pacemaker's remaining longevity had decreased to 2.5 years. Additionally, the newly implanted right atrial (ra) lead had also dislodged from the implant location. The physician suspected premature battery depletion, and an emergent replacement procedure was performed. This pacemaker was subsequently explanted and replaced. During the procedure, the ra lead was also surgically repositioned to resolve the event. No additional adverse patient effects were reported. The pacemaker has been received for analysis and the ra lead remains implanted.